Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as relative patient and procedural information was not provided, so the exact cause of the aortic dissection is unknown. It is possible that an annular rupture occurred and extended to the aorta. The patient likely had friable tissue.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), prior to the placement of the 29mm sapien 3 valve by tf approach in aortic position, no balloon aortic valvuloplasty (bav) was done. The valve was implanted with nominal volume. For the first 20 seconds all looked normal. Then a leak was observed caused by an aortic dissection, starting at the annulus level reaching up until the ascending aorta. The patient was sent to surgery. It was attempted to suture the aorta but it was not possible as the aorta ¿fell apart¿. The patient died.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.